Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer's insulin pump was exposed to water. Customer's blood glucose level at the time 87mg/dl. Advised insulin pump would be replaced. No additional information was provided.